Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer experienced an elevated blood glucose (bg) level during the occlusion alarms; no exact bg level was provided. Supply changes were performed to address the occlusion alarms and correction boluses were delivered to address the bg level.